Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During surgery, a driver bit was broken when the surgeon was using it with a torque limiter to insert a screw.

Manufacturer narrative:
The reported event that screwdriver bit axsos t15, ao fitting 4.0mm locking set was alleged of 'breakage during surgery' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by too much applied force during screw insertion. The device inspection revealed the following: the tip of the screwdriver bit is indeed completely broken off. A close up of the fracture surface shows that some cracks are clearly evident, whereas the high applied forces led to a strain hardening / embrittlement of the material which finally resulted in the breakage (over time). The root cause of the failure was repeated powerful dynamically overload during use. The ao coupling as such is still fully intact though. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated. Please check the relevant literature which had been reviewed ( in full in the labeling review): operative technique (axsos-st-25 axsos distal tibia optech) and instruction for use (v15011 rev n 05-2016 instruments IFU ot-IFU-179).

Event description:
During surgery, a driver bit was broken when the surgeon was using it with a torque limiter to insert a screw.